Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The unit has lateral and rotational movement in the lock, the clamp has the threaded part of the large starburst broken off and missing, therefore, the base casting will have to be replaced as a result. By the completion of service, the base casting, roll pins, roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings and wave springs will be replaced along with general cleaning and maintenance. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear causing components to degrade and function improperly. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during use. Additional information has been requested.